Event description:
It was reported that the coil protruded and was removed by snare. The 50% stenosed target lesion was located in the severely tortuous and moderately calcified internal iliac artery. A 10mmx40cm interlock-35 was selected for use. During procedure, the coil got stuck in the middle part of a 4fr non-bsc catheter and early detachment occurred. Only the delivery wire was removed after a removal attempt. Subsequently, it was further noted under fluoroscopy that the detached coil was hooked on the distal part of the catheter and protruded inside the patient's body. The hub part of the catheter which was used for coil delivery was then cut and a 2mm gooseneck snare was inserted through the sheath along the catheter. The detached coil was then removed and there were no device fragments left inside the patient's body. The procedure was completed with a different device. No patient complications were reported.